Event description:
A single grounding pad was placed on the pt's upper arm underneath a warming blanket, during a radiofrequency procedure. A small burn (about the size of a half dollar) was observed underneath the grounding pad at the end of the procedure. Blistering was observed and the burn was assessed as second degree by the doctor. Salve and a bandage was placed on the blister. No further intervention was necessary. The doctor reported that the pt completely healed.